Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure, iol found to be defective. Additional information received and stated that, plunger did not engage with trailing haptic.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Insufficient amount of viscoelastic is observed in the device, filled up to mid nozzle. The lens is present in the lens bay. The plunger has been advanced at the trailing optic edge, the plunger did not catch the trailing haptic. We are unable to determine the root cause for the reported complaint "plunger not engaged with trailing haptic". Straight trailing haptic observed. The lens have not been advanced from the lens bay. If the lens has become misaligned in the lens bay during the manufacturing process. Insufficient amount of ophthalmic viscosurgical devices (ovds) was observed in the device which may have contributed to he reported complaint. Not enough information is provided on the preparation of the lens for advancement. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).